Manufacturer narrative:
(B)(4).

Event description:
The electrical contact was lost with half the lead when the doctor fixed the protection with a suture filament. The connector of the extension was fixed with one screw, but the connector ring moved to the back when a suture was put in the middle of the connector and tightened too strongly. There were impedance problems or lead failure for half the electrode. The patient outcome was noted as "we have reoperate the patient". It is unclear if this event occurred at the initial implant or if an add'l surgery was needed. Further info has been requested.